Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head of the toothbrush broke in mouth exposing a metal wire [device breakage]; no adverse event [no adverse event]. Case description: a parent reported via e-mail on 09-jun-2016 that while her son of unspecified age used an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke in his mouth exposing a metal wire. No symptoms developed. 10-jun-2016 received follow-up e-mail from reporter: the reporter stated the type of brush head used was an oral-b power oral care refills precision clean, and she thought the toothbrush was an oral-b pro 2000. She reported her son normally changed the brush head when it was looking worn, and she did not think the product had been dropped. The reporter stated she still had the broken brush head. No symptoms developed.

Manufacturer narrative:
On 24-aug-2016 product investigation results: reporter returned one oral-b precision clean toothbrush head on (B)(6) 2016. The result of the analysis done with the consumer return showed that consumer handling (external force) led to the reported issue.

Event description:
Head of the toothbrush broke in mouth exposing a metal wire [device breakage]; no adverse event [no adverse event]. Case description: a parent reported via e-mail on (B)(6) 2016 that while her son of unspecified age used an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke in his mouth exposing a metal wire. No symptoms developed. On 10-jun-2016 received follow-up e-mail from reporter: the reporter stated the type of brush head used was an oral-b power oral care refills precision clean, and she thought the toothbrush was an oral-b pro 2000. She reported her son normally changed the brush head when it was looking worn, and she did not think the product had been dropped. The reporter stated she still had the broken brush head. No symptoms developed.